Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a potential inappropriate shock. Boston scientific technical services (ts) was contacted for review, and although the clinical evaluation of the rhythm should be performed by the cardiologist, it was confirmed that there were various morphologies during the episode that differed from the normal sinus rhythm. Additionally, the patient was in persistent atrial fibrillation. Ts confirmed that there was no evidence of electrode impairment. This evaluation will be provided to the monitoring healthcare provider and ts will be contacted, should any additional help be required. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.